Event description:
Patient admitted after ldh found to be elevated when performing rhc. Cta performed which revealed malposition of the lvad inflow cannula which was impeding blood flow through the pump, suspected pump thrombosis.